Event description:
As reported on (B) (6) 2008, this pt was implanted with gore excluder aaa endoprosthesis. The devices were implanted without event. As the contralateral component catheter was being removed, the distal 10 cm separated from the catheter. The catheter was withdrawn from the pt and the remaining portion of catheter was retrieved using a snare. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.